Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified problem occurred with the cassette during use on the homechoice (hc). The home patient (hp) stated they had ended therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.